Manufacturer narrative:
Product analysis summary: slight bends were evident on the catheter of the device which are consistent with coiling of the device for return. The stent was not positioned between the markerbands as per specifications due to deformation of the most distal stent struts. Deformation was evident to the 1st distal stent wraps with struts stretched. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. The device appears to have been used in the patient due to evidence of blood at the proximal pillow. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute integrity drug eluting stent device was returned to the lab with reference to another complaint file however it was confirmed that the device did not belong to this file. Analysis of the device shows that the device appears used and deformation was noted to the stent struts. The hospital do not have a record of the device being used in their facility. No further information is available.